Event description:
It was reported that when 2 wands were connected to the quantum2, a "high temperature" error occurred. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The returned unit, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection shows there are no manufacturing abnormalities during the observation. No loose components could be detected and no visual damages were visible. The seal on the top cover was untouched in its original condition. During functional evaluation, the controller performed as intended. The temperature reading settings were separately tested and there was no failure found. The inside of the controller was inspected, but no discrepancies were found. The complaint was not verified as the controller works as intended. Factors unrelated to the design and manufacture of the controller that could have contributed to the complaint event includes: there is a short inside the attached wand; a misalignment issue is caused; the wands contact a metal part during the surgery; ensure generator vent holes are clear and the fan is unobstructed. Once the generator resets, the system can continue to be used.

Manufacturer narrative:
E device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: there could have been a power surge to the controller which could have caused the controller not to work correctly or there may have been a loose power connection or interference between other devices. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.